Event description:
It was reported that during the insertion the surgeon noticed a bump on the plastic of an emerald cartridge. It was reported it was not a smooth insertion, despite surgeon extending the incision in the patient's operative eye. The product box was discarded. No further information was provided.

Manufacturer narrative:
Section e1: telephone number:(B)(6). The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 4581- captures incision enlarged. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.